Event description:
When the nurse was repositioning the temperature probe cover she lifted off the cover (hydrogel heart) and discovered the temperature probe sensor imbedded into the skin of a neonate. A 1x2 wound noted with broken skin.

Event description:
When the nurse was repositioning the temperature probe cover she lifted off the cover (hydrogel heart) and discovered the temperature probe sensor imbedded into the skin of a neonate. A 1x2 wound noted with broken skin.